Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen screen. Customer's blood glucose value was 107 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports the time clock did not advance. The customer also reported that the screen is not completely blank and no alarms occurred during or after the time that the buttons were not responding. The insulin will be returned for analysis.